Event description:
The customer reported an issue with the insulin pump, where the displayed insulin amount differed from the expected value, showing a static fill estimate of 85 units. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that this issue might occur due to variations in measured pressures, explaining that the fill estimate would adjust once the insulin amount reaches the static number displayed. The customer understood and acknowledged the explanation.